Manufacturer narrative:
The device is expected to be returned to boston scientific for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device had been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust.

Event description:
Boston scientific received information that this device had decreased sensing values, as well as decreased pacing impedance. Oversensing and high pacing thresholds were also reported. A lead revision procedure was performed. As the device was removed from the pocket, the header became detached from the device case. The device was replaced. No adverse patient effects were reported.

Event description:
--